Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 6 months post implant of this mitral bioprosthetic valve, the patient is being considered for a valve-in-valve replacement procedure for stenosis. Subsequently 7 days later the patient underwent a valve-in-valve procedure due to severe mitral stenosis. No additional adverse patient effects were reported.